Event description:
It was reported that the ventilator's user interface holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the user interface holder. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.